Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files was sent for review. A review of the log files revealed multiple no external power alarms on (B)(6) 2021. There was no interruption in pump support during these events. The no external power alarms could be due to power to the mobile power unit (mpu) being briefly interrupted or simultaneously disconnecting power from both controller leads. The patient has a v-lock connector on their mpu ac power cord. It is not known the cause of the event but it was suspected to be an educational issue with the skilled nursing facility staff. The patient denies loss of power, double power disconnects, or hearing any continuous tones alarms.

Manufacturer narrative:
Main investigation conclusion: the heartmate mobile power unit (mpu) (serial number: (B)(6) ) is being evaluated for the reported event of no external power alarms. The mpu was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 26 days ((B)(6) 2021 per timestamp). Multiple no external power alarms were active throughout the log file occurring during power source exchanges. The events in question observed on (B)(6) 2021 at 11:09:11, (B)(6) 2021 at 21:22:36, (B)(6) 2021 at 07:05:46, (B)(6) 2021 at 06:46:25, (B)(6) 2021 at 11:02:44, and (B)(6) 2021 at 06:24:45 ¿ 06:25:15 were due to dual disconnections of the power leads. The alarms were cleared once power was restored. Pump operation was not affected. There were no notable alarms active related to mpu function and the reported event was unable to be correlated to an issue with the mpu. Heartmate ii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use, rev. C, section 3 ¿ ¿powering the system¿ and the heartmate ii patient handbook, rev. C, section 3 ¿ ¿powering the system¿ addresses how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the mpu (serial number: (B)(6) ) and were found to pass all manufacturing and qa specifications before being shipped to the customer on 23mar2021. No further information was provided. The manufacturer is closing the file on this event.